Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that the onetouch ultra meter was not powering on and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient on june 5, 2009 to obtain/verify the following information: the power issue first occurred the previous month (9 days before the patient contracted lfs). After the power issue began, the patient continued to take her usual dose of metformin and did not make any changes to her activity levels or meals. She claimed on two different occasions (couple days after power issue), she developed low blood symptoms. She was feeling shaky and sweaty. The patient recognized her symptoms and administered self-treatment with juice and food. She did not receive any other form of treatment. According to the troubleshooting performed by customer service, the meter would power on with the power on with the power button but it would not power on by inserting a test strip. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic after the meter no longer powered on. The patient administered self-treatment with food and drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.